Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement, and self tests. No pump errors 63, 4, 49, or 23 occurred during testing; however, pump error 63 is confirmed in the formatted history file due to a hardware problem. The middle keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly.